Manufacturer narrative:
Product analysis # (B)(4): ¿ equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the solitaire fr 6x30 stent device was returned for analysis inside of a biohazard bag and a shipping box. There was no catheter returned with the stent device. In addition, the catheter size and model were not reported; therefore, any contributing factors from the catheter including its compatibility for use with the solitaire fr could not be determined. ¿ visual inspection/damage location details: the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire stent working length was found in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil appeared to be damaged. No other anomalies were observed. ¿ testing/analysis: the returned solitaire stent device could not be used for resistance testing due to its damaged conditions. ¿ conclusion: based on the reported information and the device analysis, the customer¿s complaint was confirmed as the returned solitaire stent was damaged. It is likely that the damages occurred when the customer attempted to advance the solitaire stent device through the catheter against resistance. However, the cause could not be determined. Possible causes include the use damaged/incompatible catheter and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the solitaire was entering the microcatheter, resistance was felt. After removing the thrombus once, it was withdrawn from the body and flushed again and entered into the microcatheter. The resistance increased. The surgeon withdrew in time and found that there was a crease at the proximal detachment point of the effective section of the solitaire. The solitaire was replaced with another solitaire of the same model and the procedure was completed successfully. The solitaire and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an ischemic stroke of the acute middle cerebral artery occlusion. The baseline modified rankin scale (mrs) score was 5 and the mrs post procedure was 3. The baseline national institutes of health stroke scale (nihss) score was 10 and the post procedure nihss score was 3. The baseline tici score was 0 and the post procedure tici score was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated and 2 passes were made with the solitaire. It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was 5 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.